Event description:
Summit did not pipette a wll d5 during volume verification. No death or serious injury associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number 505175.